Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was multiple cubie pockets were failed due to a faulty drawer controller board on half height drawer 1.1. A field service engineer replaced the drawer controller board and the retractor as well. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using then bd pyxis¿ medstation¿ es, cubies failed in the drawer. The customer reported that the malfunction occurred while the user trying to issue medication to a patient. There were no adverse events or injuries reported based on this incident.